Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
Upon investigation, it was discovered that this represents a duplicate report. This event was previously investigated and reported to the FDA (report number 1063481-2004-00012). An additional investigation was performed and the results are described below. The additional investigation does not change the conclusions reported in 1063481-2004-00012. The allograft was not returned so no direct observations could be made. A review of processing records was performed and indicates that the allograft met all specifications. The precise cause of the reported event cannot be determined with the available information.

Event description:
Information regarding the explant of a synergraft aortic valve and conduit allograft was obtained through a (B)(6) study. According to the clinical report form, the allograft was explanted approximately (B)(6) after implant due to unacceptable hemodynamics, calcification, and stenosis of valve.